Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch verioiq meter was reading inaccurately high compared to her feelings and/or normal results. The complaint was classified based on the customer service representative (csr) documentation and on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording. The patient reported that the alleged issue began at around 4 a.m., on (B)(6) 2017. The patient claimed obtaining blood glucose readings of ¿600, 400 and 228 mg/dl¿ on the subject meter which she felt were high compared to her feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with self-adjusted insulin (unspecified type, 70/30) and claimed that in response to the alleged issue, she increased the dose of her medication; administering an unspecified dose of insulin at 4 a.m., 8 a.m., and 11 a.m. The patient reported that approximately 4 hours after the alleged issue began, she developed the symptom of ¿shaking¿ which she attributed to low blood sugar. The patient advised during the call that she self-treated her low blood sugar by eating sweet foods. The patient also stated that she tested her blood glucose using another onetouch verioiq at 8 a.m., the same day and claimed obtaining a reading of ¿450 mg/dl.¿ at the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began.